Event description:
It was reported a trial lead was attempted to be used but the patient did not feel stimulation and impedances on the lead were all measuring out of range at each voltage tested. The manufacturer representative tested the lead at 3 volts and at default and it still measured out of range; over 40,000 ohms. On (B)(6) 2012, it was reported they "tried new snapped same then new lead worked fine." The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory: product ID 3776, lot# v837418039. Product type: lead: product ID 3555-31, lot# n344626. Product type: screening. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.